Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the insulin pump had intermittent response. The customer¿s blood glucose was 6.6 mmol/l. The up and left button had issue. The block mode was not active. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board moisture damaged. Motor and electronic stack was also moisture damaged. No damage to the keypad assembly noted. Device passed displacement test and self test.